Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had not notified their hcp about the issue, but did call patient services to increase stimulation from 2.5v to 2.9v. The patient mentioned that interstitial cystitis is a "tricky" disease where urinary frequency can be caused by water intake, stress, and diet. It was noted that turning the device higher and speaking with a manufacturer representative helped with the issue. The patient indicated that at times the issue is resolved, but other times medication is needed to help with the frequency issues.

Event description:
A patient reported having intermittent return of urinary frequency symptoms. The patient noted when she turns stimulation up on her current program it causes her toes to curl. The patient thinks the symptom return could have to do with water intake and diet. The patient was implanted to help with frequency and interstitial cystitis. The patient is currently on program 1 2.9/3.0 v and her toes aren't curling. The patient plans on contacting her healthcare professional (hcp). The patient noted they considered these symptoms sudden on nature. The hcp reported the patient has not contacted their office regarding the intermittent return of urinary frequency. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating that the patient had tried to increase stimulation due to symptoms and their toes started to curl and lock up at 3.0v. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.